Event description:
It was reported that, the light source did not recognize the video system center (no image). The issue occurred during a preparation for use of unspecified procedure. The patient was not under anesthesia and the intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: e315 was displayed because 290 scopes cannot be recognized due to a communication error with the endoscope caused by a rusty and corroded output socket. Olympus will continue to monitor field performance for this device.